Event description:
It was reported that "we had a PICC that cracked above the insertion site and they found a "lump" on the patient's skin while doing the dressing change. They were changing the dressing because it was profusely bleeding". Additional information received states the profuse bleeding did not originate from the crack in the catheter. However, a hematoma was present. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a PICC with a hole was able to be confirmed by the photo. The catheter body appears to have a hole, from which blood leaked. Definite signs of use were observed. The appearance of the hole is consistent with a pressure-related rupture; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "use only lumen (s) labeled "pressure injectable" for pressure injection to reduce risk of catheter failure and/or patient complications. Refer to the arrow pressure injection information label for pressure injection information." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date , a follow-up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we had a PICC that cracked above the insertion site and they found a "lump" on the patient's skin while doing the dressing change. They were changing the dressing because it was profusely bleeding". Additional information received states the profuse bleeding did not originate from the crack in the catheter. However, a hematoma was present. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".